Manufacturer narrative:
Evaluation codes, results: (endoleak). Conclusion: other - lack of information (aneurysm and vessel morphology from the time of implanted were not reported, unk cause of stent separation).

Event description:
An aneurx abdominal graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a gap between 2 stent graft components that created a type iii endoleak. A cuff was placed in the gap area and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.